Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a communication error and image blackout. The issue was found during preparation for the procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device had a communication error and image blackout. The issue was found during preparation for the procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the cause of the malfunction could not be established. Olympus will continue to monitor field performance for this device.